Event description:
The distributor reported for the user facility that when the needle holder was being used for ligation of veins, the tip broke off. There was no pt injury reported. An investigation has been initiated based on the reported info.